Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed with unexpected restart. A cold reset was performed. The customer's blood glucose was 130 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer was not able to complete the rewind. The insulin pump will be returned for analysis.